Event description:
Customer reported "the strap of the 2532 slipping through its buckle and not staying put". Customer reported the issue occurred approximately (B)(6) 2014 (specific date unknown). Customer has no other patient or product info. There was no patient injury reported.

Manufacturer narrative:
The reported product was not maintained by the facility and discarded. Note: the customer stated that the product was discarded because the staff felt there was no issue with the product. The staff had previously concluded that a staff educational issue led to the reported problem and a staff retraining was performed by a posey employee at that time. The customer was advised to return the product for evaluation if the issue should reoccur. (B)(4).